Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement tests; it failed self test. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Self test returned a pump error 75. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. The pump error 75 is due to a problem associated with the electronic assembly. Pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that battery did not last more than 1 week. Customer stated that the insulin pump had power loss alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.